Event description:
It was reported that when the device was used during a laparoscopy cholecystectomy, the outer gasket fell off into the patient when introducing an unspecified device. The gasket was retrieved and opened another device to complete the case. There was no consequence to pt.